Event description:
Boston scientific received information that during a follow up visit, this pacemaker indicated a magnet rate of 90 ppm and longevity of 1.0 year. Threshold and amplitude measurements were not changed. A previous follow up visit that was 5 months earlier had indicated a magnet rate of 100 ppm and longevity of 3.0 years. It was alleged that there was premature battery depletion. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted and in service. When additional information becomes available this investigation will be updated.